Event description:
Pt in MRI scanner. Pt had MRI compatable IV pump and pole as he entered the MRI scanner. IV pump noted to fly off pole and into magnet. Upon investigation, mounting bracket holding pump to pole appeared defective. Pump did not injure pt as it flew into the scanner.